Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. Pt gender: unk. According to the reporter: the port sleeve broke off into abdominal cavity during the procedure. All pieces were retrieved with a grasper. The case was completed with a new trocar. No pt injury was reported. Pt status is fine.